Manufacturer narrative:
H.6. Investigation: the complaint was created for false negative results using rapid detection of sars-cov-2 veritor test kits (material no. 256082). Customer reports one (1) false negative result using veritor reagent kit lot 0239017. Patient was symptomatic when tested on the veritor plus analyzer. No patient injury reported. Bd takes a systematic approach to investigating complaints that are received. This approach involves review of manufacturing batch history records for batch number 0239017, testing of retention samples of batch number 0239017, and testing of customer returned samples if applicable. Bd did not receive samples or photos for evaluation; therefore, the investigation was limited. Based on the results obtained in this investigation, the issue reported in the complaint cannot be confirmed. H3 other text : see h.10.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. The samples were recollected, repeated on the veritor, and upon repeat were negative. A repeat test was performed using a pcr test method and the result is pending. The customer stated there was no patient impact. Eua#: eua (B)(4).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. The samples were recollected, repeated on the veritor, and upon repeat were negative. A repeat test was performed using a pcr test method, and the result is pending. The customer stated there was no patient impact. Eua#: (B)(4).